Event description:
The company was informed that the pt's device was explanted. Due to complex medical conditions the pt was unable to be reimplanted at that time. Advanced bionics is in the process of gathering more information; once more information is obtained a supplemental report will be submitted.